Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 952104, a22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy periods, breast pain, asc-us, dysplasia, smear cervix abnormal, vaginitis, vaginal irritation, vaginal discharge, weakness, unspecified visual disturbance, groin pain, tingling sensation, painful hips, degenerative joint disease, hot flashes, ophthalmic migraine, numbness of lower extremities, menorrhagia and rectal bleeding. Family history included hypertension, chronic obstructive pulmonary disease and bladder cancer. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia") and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (assisted laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuromyopathy, autoimmune disorder, dyspareunia and menstruation irregular outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, menstruation irregular, neuromyopathy and pelvic pain to be related to essure. The reporter commented: 6 coils trailing outside the right tubal ostium. 3 coils trailing outside the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: bilateral essure wires are present.. Nuclear magnetic resonance imaging - on (B)(6) 2016: result: significant arthritis.. Pathology test - on (B)(6) 2017: result: diagnosis: uterus hysterectomy impression: cervical degenerative disease with left neural foraminal narrowing at c4,,5 and c5-6. Intermittent bhateralupper extremity weakness and fatigue. Mild lumbar degenerative disease. Mild lumbar degenerative joint disease. Intermittent bilateral leg tingling groin to anterior leg to her foot. Cervix: chronic inflammation. Endometrium: inactive with breakdown myometrium: adenomyosis and small leiomyoma.. Pregnancy test urine - on (B)(6) 2012: result: not reported.. Concerning injuries reported in this case the following one was described in patient medical records:irregular menstruation, pelvic pain. Lot number: 952104 manufacture date: 2012-02 expiration date: 2015-02 lot number: a22173 manufacture date: 2012-06 expiration date: 2015-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 952104, a22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy periods, breast pain, asc-us, dysplasia, smear cervix abnormal, vaginitis, vaginal irritation, vaginal discharge, weakness, unspecified visual disturbance, groin pain, tingling sensation, painful hips, degenerative joint disease, hot flashes, ophthalmic migraine, numbness of lower extremities, menorrhagia and rectal bleeding. Family history included hypertension, chronic obstructive pulmonary disease and bladder cancer. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia") and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (assisted laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuromyopathy, autoimmune disorder, dyspareunia and menstruation irregular outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, menstruation irregular, neuromyopathy and pelvic pain to be related to essure. The reporter commented: 6 coils trailing outside the right tubal ostium. 3 coils trailing outside the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: bilateral essure wires are present. Nuclear magnetic resonance imaging - on (B)(6) 2016: result: significant arthritis. Pathology test - on (B)(6) 2017: result: diagnosis: uterus hysterectomy impression: cervical degenerative disease with left neural foraminal narrowing at c4, 5 and c5-6. Intermittent bilateral upper extremity weakness and fatigue. Mild lumbar degenerative disease. Mild lumbar degenerative joint disease. Intermittent bilateral leg tingling groin to anterior leg to her foot. Cervix: chronic inflammation. Endometrium: inactive with breakdown myometrium: adenomyosis and small leiomyoma. Pregnancy test urine - on (B)(6) 2012: result: not reported. Concerning injuries reported in this case the following one was described in patient medical records: irregular menstruation, pelvic pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.